Event description:
A us distributor reported that a patient was experiencing adjust belt messages. A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy with eczema under te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a hydrocortisone ointment for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt ecgs were non-functional. The cause for the failure was isolated to an pinched wire in ECG "c" and "d" at the distribution node. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy with eczema under te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a hydrocortisone oitnment for the rash. Follow up indicated that the rash improved.